Event description:
It was reported that the before when the patient turned on the implantable neurostimulator (ins) with the patient programmer they would hit the increase button until they reached the max and got 3 beeps. It was noted that yesterday the patient got the 3 beeps right away. It was noted that the patient was not able to adjust stimulation. It was noted that 2 to 3 weeks ago, maybe a month ago, the ins battery light was yellow. It was noted that the patient just checked and they were all green. Additional information received reported that the patient had no stimulation sensation. It was noted that the patient said their stimulator was turned off last week and they said that their device was not working because it acted like it was turned off. It was noted that the patient wanted to know why their device was no longer working. It was noted that the patient did not feel stimulation and stopped feeling it about a week ago. It was noted that when the patient turned the programmer on and tried to make an adjustment they only heard three beeps as if it had been turned up too high or down too low. It was noted that the patient had trouble with both devices. It was noted that the patient saw a yellow light on the patient programmer, however during the call the patient said that all the status lights were green on the programmer at this time. It was noted that the patient had an appointment on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 7427v, serial# (B)(4), implanted: (B)(6) 2004, product type: implantable neurostimulator; product ID 7427v, serial# (B)(4), implanted: (B)(6) 2004, product type: implantable neurostimulator; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 3487a-33, lot# j0444340v, implanted: (B)(6) 2004, product type: lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient; product ID 3487a-33, lot# j0444340v, implanted: (B)(6) 2004, product type: lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 3487a-33, lot# j0444340v, implanted: (B)(6) 2004, product type: lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).